Manufacturer narrative:
No sample is available for the MFR to evaluate. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: per (B)(4) affiliate: "difficulties of introduction. Catheter could only be inserted with lubricant (betadine). Item was hard to push forward until the end of punction-cannule. After puncturing of the blatter the cannule has stocked in the catheter and came out with the catheter itself instead of remaining behind in the blatter. No pt injury reported.